Manufacturer narrative:
(B)(4). The analog interface (ai) printed circuit board (pcb) was received for investigation, and was reported to have exhibited the error code kb0017. The reported failure could not be duplicated. A failure investigation test ventilator was used to conduct this investigation. All functionality tests of the test ventilator were successfully performed as detailed in the 840 ventilator service manual. A visual inspection was carried out on the returned component, and no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis, and the device was powered up. The ventilator passed the tests and calibration with no errors recorded in the diagnostic logs. The ventilator was set into ventilation mode for a minimum of 24 hours, and review of the ventilator diagnostic logs no errors or alarms were observed. The customer reported malfunction could not be verified.

Event description:
It was reported that during patient use, the ventilator became inoperative. No further patient information is available at this time. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.